Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was back loaded onto the guidewire and introduced into the bile duct. A number of trawls were performed without success to capture and remove stones. The physician removed the trapezoid rx lithotripter compatible basket and inserted a retrieval balloon, but was still unable to remove the stones. At this point, the physician removed the retrieval balloon and was going to switch back to the trapezoid device. However, when the nurse attempted to back load the device, the guidewire lumen was found to be split. It is not known when this damage may have occurred. The procedure was able to be successfully completed using another trapezoid rx lithotripter compatible basket. Additionally, the account confirmed that there was no complaint against the retrieval balloon specifying that this was just a difficult stone case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and was torn the entire length. A functional evaluation of the device was not able to be performed due the residue within the device preventing extension of the basket. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned incident device was consistent with the complaint that the guidewire lumen (side-car) was torn. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the basket was backloaded onto the guidewire and introduced into the bile duct. A number of trawls were performed without success to capture and remove stones. The physician removed the trapezoid rx lithotripter compatible basket and inserted a retrieval balloon, but was still unable to remove the stones. At this point, the physician removed the retrieval balloon and was going to switch back to the trapezoid device. However, when the nurse attempted to backload the device, the guidewire lumen was found to be split. It is not known when this damage may have occurred. The procedure was able to be successfully completed using another trapezoid rx lithotripter compatible basket. Additionally, the account confirmed that there was no complaint against the retrieval balloon specifying that this was just a difficult stone case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.